Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10061t tubing had a hole where the tuning interfaces, causing leaks. This was discovered during a case with no patient effect. Blood leaked from tubing

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images provided from the field, the tubing appeared to be damaged intra-operatively and arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.